Manufacturer narrative:
Returned to MFR. On, device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. The product received in good condition with no visible damage observed. The unit failed with blue screen and error displayed on the screen. Device analysis revealed the message error known ¿memory management issue¿ in polaris 2.6 software. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Same case as MDR# 2134265-2018-03984. It was reported a patient death occurred. The patient presented in stable condition for a left heart cardiac catheterization. Coronary angiography was performed confirming that the patient had left main disease that extended into the left anterior descending artery (lad). Intravascular ultrasound (ivus) was then performed; a 120v ilab cart system and an opticross imaging catheter were selected for use. The physician inserted the opticross imaging catheter and advanced it across the lesion. Ivus was turned on and was working properly. As they were manually pulling back the opticross catheter through the lesion, during a live imaging run, the system stopped working and a blue screen appeared on the monitor. The opticross catheter was removed, without any complications, as they attempted to troubleshoot the system. Within a couple of minutes, the patient became unstable. Their pressure dropped and they went into ventricular fibrillation. The patient was treated per code protocol but ultimately passed away shortly after. The specific cause of death is not known.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR# 2134265-2018-03984. It was reported a patient death occurred. The patient presented in stable condition for a left heart cardiac catheterization. Coronary angiography was performed confirming that the patient had left main disease that extended into the left anterior descending artery (lad). Intravascular ultrasound (ivus) was then performed; a 120v ilab cart system and an opticross imaging catheter were selected for use. The physician inserted the opticross imaging catheter and advanced it across the lesion. Ivus was turned on and was working properly. As they were manually pulling back the opticross catheter through the lesion, during a live imaging run, the system stopped working and a blue screen appeared on the monitor. The opticross catheter was removed, without any complications, as they attempted to troubleshoot the system. Within a couple of minutes, the patient became unstable. Their pressure dropped and they went into ventricular fibrillation. The patient was treated per code protocol but ultimately passed away shortly after. The specific cause of death is not known.